Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 286 mg/dl and their sensor glucose read 79 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported receiving calibration error, bad sensor and change sensor alerts with their sensor. The customer also reported a bent sensor cannula on their previous sensor. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis

Manufacturer narrative:
Inspected 1 random opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.